Event description:
The customer states that a urine sample from a pt was collected in the e.r. And tested for cocaine on the axsym analyzer at a sister facility. The axsym cocaine metabolite result generated was 325ng/ml (300ng/ml cut-off) and was reported as positive. An aliquot of the sample was sent to a reference laboratory for confirmation where it tested negative for cocaine (<25ng/ml) and cocaine metabolites using gc/ms method. The customer states that the pt died in the e.r. The dates of the events were not provided.